Event description:
A pericardial effusion occurred and the procedure was cancelled. It has been reported that a versacross connect access solution kit for faradrive was selected for use for a pulse field ablation procedure. During the procedure, the physician noted that the patient had unusual anatomy when inserting the ice catheter. They attempted to gain transseptal access with the faradrive sheath and versacross rf wire few times but were unsuccessful. The physician felt uncomfortable proceeding and decided to remove everything from the patient. After removal of the devices, a pericardial effusion was noted and requested additional assistance from other cardiologist on call. The ablation had not began. No other information was provided. Product is not expected to return for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.